Event description:
On (B)(6) 2012, it was reported that the pt the piston rod on t his infusion device is defective. He thinks it is causing his device to deliver too low of an amount of insulin. The issue has been ongoing fo 2-3 weeks and has caused elevated blood glucose levels as high as 500 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.